Manufacturer narrative:
One (1) single inner set screw [product code: 1797-02-000, lot number: arkcpy] and one (1) lateral connector [product code: 1797-93-050, lot number: tbecb] were returned to the complaints handling unit (chu) for evaluation. Visual inspection revealed that the leading thread of the set screw was peeled off from the screw body. The set screw was inside the screw head of the lateral connector. Attempts were made to disengage the set screw from the connector, however it the two devices remained engaged. Complaint confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Root cause for the threads of the set screw tearing / peeling from the set screw body cannot be positively. A probable explanation may likely be due to cross-threading of the set screw during insertion and as the set screw advances inside screw head this could have resulted in the threads peeling off from the screw body. Per the event description, it states that the set screw was found to be cross-threaded after surgery. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, t10-ilium instrumentation using expedium was done for a patient with adult scoliosis ((B)(6) female, (B)(6)). After linking rods with a lateral connector at the ilium, the surgeon tried to insert a setscrew, but it could not be screwed or unscrewed despite several attempts. Since the setscrew was unremovable, the surgeon removed the connector from the iliac screw and replaced with another connector. The procedure was completed with a 5-minute delay. The setscrew was found cross-threaded after surgery. There were no adverse consequences to the patient.